Event description:
The device was used during a laparoscopic right oopherectomy. It was reported the device stapled and did not cut. The device was difficult to open and remove from tissue. A second device was introduced to complete the procedure. There was no pt consequence.